Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient had experienced elevated blood glucose (bg) that same day of 400mg/dl with ketones, nausea, and abdominal pain/vomiting. The patient was reportedly treated with insulin injections at an urgent care clinic. Troubleshooting indicated air bubbles in the cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with air bubbles in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.